Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was a non-calcified, 80-90% stenotic lesion in a non-tortuous right coronary artery (rca). It is noted that the lesion was not predilated. The physician attempted to reach the lesion with a taxus express2 2.75 x 28 mm drug eluting stent. However, the taxus stent was unable to cross the lesion. Consequently, the stent was never deployed. Upon removal of the taxus stent from the patient's body the proximal struts were raised. The procedure was successful completed with another taxus express2 2.75 x 28 mm drug eluting stent. No patient complications or injuries were reported. Patient status is reported as "satisfactory/good".